Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: according to the customer's report, a rubber piece was found in the barrel.

Manufacturer narrative:
H6: investigation summary customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that a rubber piece was found in the barrel. The returned syringe was examined and exhibited a black piece of material on the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely isoprene (rubber) mixed with silicone. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive a definitive root-cause could not be determined.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: according to the customer's report, a rubber piece was found in the barrel.